Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown/yellow particles, wear abrasion, crease fold and an opening. Leak test was performed and found an opening on radius. A microscopic analysis was performed which identified a striated(edge) opening in the radius side, consistent with use of a surgical tool. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a (striated)edge opening on radius side due to surgical damage.